Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a (B)(6). Vegetation was also observed on the right ventricular (rv) lead via a transesophageal echocardiogram (tee) no further patient complications have been reported as a result of this event.